Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a lower extremity angiogram procedure the "up and over" maneuver was used to go from the iliac artery to the contralateral iliac artery. During this maneuver the tip of the catheter was dislodged, with the use of a snare they were able to capture the dislodged catheter tip and retrieve through the sheath successfully.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.